Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6 )2010 that a customer had an issue with a catheter, continuous flush. The customer reports the physician had difficulty tracking through a chronic occlusion. He pushed pretty hard and when he tried to remove the device to go back in with a balloon, the spiral portion of the infusion lumen caught on the introducer sheath and sheared off at the distal attachment point. Everything came out of the patient without additional procedures needed or patient injury.